Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow up, decreased sensing and increased threshold were observed. The physician suspected lead dislodgment. The lead was explanted and replaced when repositioning unsuccessful. The patient condition was stable.